Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, an eye care provider (ecp) reported a patient (pt) developed a rare bacterial eye infection in the right eye (od), while wearing an acuvue oasys with transitions brand contact lens (cl). The pt was seen at the ecp office on (B)(6) 2020, however the pt¿s symptoms (unspecified) began approximately one month prior to visiting the ecp (approximately (B)(6) 2019). The pt was diagnosed with a bacterial corneal ulcer with a superior limbus scar, located peripherally and not in the visual axis. The ecp reported the culture results returned with two rare types of bacteria: stenotrophomonas maltophilia and achromobacter xylosoxidans. The pt was treated with 1 drop of fluoroquinolone (vigamox) and sulfamethazole medication. The pt developed an allergic reaction to the sulfamethazole and it was discontinued. The treatment continued with vigamox q2hr while awake for 4 days, then q4hr for 2 weeks while awake starting on (B)(6) 2020. The pt had a follow-up visit with the ecp today and the pt¿s od and vision are improving. The pt¿s treatment was changed to vigamox 1 drop qid for one week until the next follow-up visit. The ecp reported the pt has temporary vision loss due to the treatment and it is unknown if there will be any permanent damage until the treatment concludes. The ecp reported the pt is on a 2-week wear schedule and uses solution to clean lenses (unknown name). On (B)(6) 2020, a call was received from the ecp stating the pt was improving and would probably discontinue antibiotic therapy next week. No further information was provided. Multiple attempts were made to contact the ecp for additional medical information. No additional information has been received. The suspect od contact lens is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j001s2v was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.